Event description:
It was reported that the patient had the leads revised two weeks prior to report. The patient noted that ¿they put it in wrong this time again.¿ the patient was at the healthcare professional (hcp) to have the staples taken out. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the patient still had not found a doctor to put in the device. A doctor kept saying he would put another stimulator in but he would not do that. The patient wanted to have a different doctor.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had seven surgeries and "they had not got it right" and "they "could not get it in the right location. The issue began since the time of implant in (B)(6) of 2013. The patient stated the physician "say sorry it is not working but they won't do the surgery to fix it." The patient had a stimulation/therapy issue of no significant relief. There was less than 50% therapy relief in the low back legs and "bi-lat." There was a plan for an explant and the doctor would replace with percutaneous leads. It was noted that "patient quad" but it was unclear what this meant. The product status of the lead was implanted and remains in service. Diagnostic testing or troubleshooting included impedance testing, x-rays and reprogramming. However, it was noted reprogramming was not needed. The issue was not resolved. The cause of was not determined but it was not device related. The event occurred during device follow-up. The patient was not receiving effective therapy. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2013-21205 for a prior allegation related to the location of device.